Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 47-year-old female with a history of myocarditis developed severe cardiogenic shock complicated by cardiac arrest. She was stabilized with inotropes, vasopressors, mechanical ventilation and veno-arterial extracorporeal membrane oxygenation (va-ECMO). A multidisciplinary heart team elected to place an impella cp for left ventricular unloading while on ECMO. Due to persistent right ventricular dysfunction, the team also implanted an impella rp flex for right-sided mechanical circulatory support. Shortly after placement of the impella rp flex via the femoral approach, the patient developed significant bleeding at the femoral insertion site. Attempts to control bleeding included application of a pressure dressing and placement of additional sutures. Despite these interventions, bleeding persisted, prompting the decision to remove the rp flex. The impella rp flex was removed after 5.9 hours of support. Following rp flex removal the patient remained hemodynamically stable. She continued to be supported by va-ECMO and impella cp . No hemodynamic compromise occurred during or after explant. She was successfully transferred to a higher level of care for continued management.

Manufacturer narrative:
Additional information pressure at site and additional sutures resolved the bleeding issue. The pump is disposed and unable to be returned